Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this reported event was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary. The 258111000 sp2 tibial radel impactor associated with this report was not returned. The risk management report for the product (103020013 rev 1) assessed this failure mode via an analysis of the post market data and found no occurrences of patient injuries and only a remote occurrence of surgical delay of 15 minutes or less. This correlates with the findings of this complaint where no patient harm was reported. Changes to the design were initiated 3/29/2007 (eco 232309) in an effort to make this instrument more robust. The first lot manufactured to the new design was date code j0808. Due to the risk level associated with this failure mode no further design changes are being pursued at this time. The performance will be continued to be monitored via sep-419. The investigation could not draw any conclusions about the root cause of the current reported event without the device to examine. Based on the inability confirm the reported event or identify root cause, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Tibial impactor broke when inserting the tibia. The impactor broke into two pieces. Both pieces were recovered. No delay in surgery as had another impactor on the set. Action taken when event occurred? Had another impactor could use on tray. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this reported event was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary. The 258111000 sp2 tibial radel impactor associated with this report was not returned. The risk management report for the product (103020013 rev 1) assessed this failure mode via an analysis of the post market data and found no occurrences of patient injuries and only a remote occurrence of surgical delay of 15 minutes or less. This correlates with the findings of this complaint where no patient harm was reported. Changes to the design were initiated 3/29/07 (eco 232309) in an effort to make this instrument more robust. The first lot manufactured to the new design was date code j0808. Due to the risk level associated with this failure mode no further design changes are being pursued at this time. The performance will be continued to be monitored via sep-419. The investigation could not draw any conclusions about the root cause of the current reported event without the device to examine. Based on the inability confirm the reported event or identify root cause, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Tibial impactor broke when inserting the tibia. The impactor broke into two pieces. Both pieces were recovered. No delay in surgery as had another impactor on the set. Action taken when event occurred? Had another impactor could use on tray. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes.